Event description:
It was reported that prior to operation when opening the product, the catheter shaft had a hole. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the distal access catheter was broken at 47cm from the distal end. As per the additional information received, the issue was observed during/after opening the packaging. It is probable that the device was damaged as a result of handling of the device during removal of the device from its packaging, therefore an assignable cause of handling damage will be assigned to this investigation. Expiration date: updated. Device evaluated by mfg: updated. Summary attached: updated. Manufacturing date: updated.

Event description:
It was reported that prior to operation when opening the product, the catheter shaft had a hole. There was no patient involvement.